Event description:
It was reported that the patient was experiencing "big heart beats" and pauses by the device because of the patient's frequent heart block and the interplay between the programmed value for the lower rate and the managed ventricular pacing (mvp) algorithm. The pacing mode was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.